Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that patient was having poor coupling with recharging. Patient indicated they are having troubles getting it charged. Patient clarified ever since implant. Patient body shape using the belt the implantable neuro stimulator recharger (insr) antenna would move. Patient met with the rep who showed patient how to lay down and place insr antenna and the issue was resolved. Rep also recommended adhesive disks, that was the reason for the call. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative later that day was received. It was reported it was difficult to charge, rep attempted to communicate with ins recharger (insr). Rep stated he lost coupling quickly without patient was moving, rep interrogated with ins fine and rep didn¿t have different insr to try. It was noted the rep didn¿t have access to another insr to charge ins. It was stated the patient was getting 8 coupling bars, but then it went to zero without moving. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative later that day was received. It was reported it was difficult to charge, rep attempted to communicate with ins recharger (insr). Rep stated he lost coupling quickly without patient was moving, rep interrogated with ins fine and rep didn¿t have different insr to try. It was noted the rep didn't have access to another insr to charge ins. It was stated the patient was getting 8 coupling bars, but then it went to zero without moving. No further complication and no symptoms were reported. (B)(6) 2018 interface update, (B)(4): additional information stated that the patient was just received an replacement insr antenna and she was still having the same issue, the coupling drops off even when the antenna was not moved. Representative did instruct the patient to go see her physician if she was having the same issue with the replacement recharger. No further complication and no symptoms were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was getting poor coupling and was having a hard time charging the ins, which started roughly 3 weeks after implant. The caller stated that within 30-45 seconds, the patient loses all coupling/continuity of the signal. The caller said they were not able to get the ins fully charged and they wanted to get in touch with a manufacturer representative (rep) for the issue. The caller stated that they have been trying for the past 2-3 days for 8 hours and still they were not making any progress, so the caller declined troubleshooting and just wanted to meet with the rep. The caller confirmed that the patient's bandages were off and they have tried charging on the skin and over the shirt and still have the same issue. The caller said they used the charging belt and they could feel where the ins was implanted so they know they were putting it directly on the ins. The caller was directed to the healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. It was reported that the cause of the lost coupling difficulty charging/not fully charging issues was undetermined, but that the patient changed positions to recharge and the issue was resolved. No further complications were reported.